Manufacturer narrative:
The distal portion of the percutaneous lead was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator at the hospital received a call from the floor nurse stating that the pt received a low speed alarm followed by a pump off alarm. The pt (asymptomatic) was lying in bed at the time while connected to the power module and the alarm message was read off of the system monitor. The vad coordinator came to the bedside to review the pt's log file history and it was noted that the speed and flow was at 0. The pt's system controller was visualized to find black electric tape wrapped around the white power lead and the driveline. As the electric tape was removed it was reported that a green crayon was wedged in between the driveline and power lead. The white outer plastic coating of the driveline was pealed back from the metal end, exposing the wires. A review of the submitted log file confirmed multiple low flow hazards, pump stoppages, and power spikes all while connected to the power module, indicative of a short to shield issue causing pump stoppages. A review of the x-rays was inconclusive. Technical services personnel arrived onsite for eval and during a phase interrupter test that was performed on the driveline, it was determined that the brown wire was completely broken. No other wires were affected during the test. The distal end of the percutaneous lead was repaired with a new lead without any issues. Upon inspection of the damaged driveline after removal, the brown wire right before it goes into the connector appeared to be broken in half. After the repair was performed, the pt connected back to the power module without any issues.